Event description:
Customer rec'd erroneous troponin t results for one pt sample. The sample was collected by the pt's doctor and sent to the lab for analysis. All tests were performed on the primary sample tube and sample does not appear turbid or hemolyzed. Initial result gave 0.156 ng per ml; this result was sent to the doctor. A second sample was collected the same day from the pt which resulted less than 0.01 ng per ml. This result was accompanied by a data flag notifying the user the value was under the technical limit. The lab noted the difference between the 2 sample results, and repeated the initial sample on a different module giving less than 0.01 ng per ml. This result was accompanied by a data flag notifying the user the value was under the technical limit. The following day, the initial sample was pulled and repeated again on the original module giving less than 0.01 ng per ml. This result was accompanied by a data flag notifying the user the value was lower than the technical limit. Based on the reported result, the pt was admitted to the ae department. No info has been provided to determine if pt was adversely affected due to the admission to the ae department. If add'l info is rec'd appropriate notification will be provided.